Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter broke. It was removed and replaced with another manufacturer's device. It was stated that there was procedure delay of an unknown time. Broken pieces of the catheter remained inside the patient's body; however, it was stated the broken pieces were retrieved.

Manufacturer narrative:
The returned catheter was 7/8 of an inch in length. Due to the length returned patency, leak, and tensile testing could not be performed on the catheter. There was proteinaceous debris observed on the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any component of a shunt system and should be diagnosed by clinical finding and diagnostic testing.¿ there is damage to one end of the returned segment. Elastic deformation was observed on the segment of catheter. It is unknown how this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ and ¿care must be taken to avoid stretching or kinking the catheters at any point along their course. Abrasion can result in premature catheter failure (fracture).¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.